Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced hyperglycemia with a highest glucose of 292 mg/dl lasting approximately four hours after a meal while using the ilet. The user had previously paused insulin delivery around a shower and later confirmed that insulin delivery had resumed. The device displayed a high glucose alert, and an infusion site replacement was performed, after which insulin delivery continued with reliance on the corrective algorithm. No symptoms were reported. There was no need for outside assistance and no medical intervention was required. The investigation included remote troubleshooting and user education regarding insulin pause and resume behavior, supply verification, and infusion site replacement. The investigation revealed no confirmed device malfunction, the cause of the hyperglycemia remained unclear, and the event resolved following the site change and continued algorithmic correction. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.